Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 4.0, re-test: 1.2. Less than 5 minutes between both tests. Patient previously tested using her doctor's (poc) on (B)(6) 2011. Inr=2.6. Customer is a new inratio user and is having a difficult time getting blood sample.

Manufacturer narrative:
Investigation pending.